Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform stapler 60 instrument, and the stapler reload for failure analysis investigation. The instrument and the reload were analyzed and the following investigation results were obtained: sureform 60 stapler instrument: the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed on an in-house system but could not be manipulated. The instrument passed the recognition but failed engagement tests on 3 out of 3 attempts. There were no failures reported in the logs. Additional observation not reported by site: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the roll hard stop verification check failed. Dsp log review of customer system confirms 0 engagement failures. Msc log review showed no engagement failures via error code 22020 indicating engagement failure on the roll axis. Corrosion on the roll bearings was observed during visual inspection likely causing the instrument to fail engagement on the roll axis. Sureform 60 reload: there is no reported complaint against this part. The reload was returned unfired and unused. The reload was tested using an in-house instrument the accessory performed as expected. No physical damage was observed product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was not following hand controls. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained no additional information: